Manufacturer narrative:
Corrected device information has been updated: section d: 1. Brand name 2. Common device name 4. Model #, lot #, catalog #, expiration date, unique identifier (UDI) # section f: 6. Uf/importer event awareness date 7. Type of report, follow-up # 8. Date of this report f10. Component code 13. Report sent to manufacturer, if yes, enter date section h: 2. If follow-up, what type? 4. Device manufacture date.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported intermittent stimulation changes. Reprogramming was completed. Following the reprogramming, the patient reported one (1) occurrence of increased stimulation which caused the patient to fall, landing on their knees. A knee fracture was confirmed. X-ray imaging was obtained and confirmed appropriate lead placement with no migration. The patient reported that the evoke scs system was providing adequate pain relief prior to the reported event.